Manufacturer narrative:
(B)(4).

Event description:
Patient was seen on (B)(6) 2012, with complaints of persistent pain despite increases in the intrathecal medications. Patient also complained of right leg heaviness when rising in the morning. Healthcare provider (hcp) wanted to do a MRI to "rule/out granuloma." However per the hcp the MRI could not be completed as patient was not "able to fit into the MRI scanner" and was now trying to lose weight. Drugs in the device where dilaudid, clonidine, and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: (B)(6) 2007; connector: model: 8575, lot# n096704, implanted: (B)(6) 2007, explanted: unk. (B)(4).